Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10105. It was reported high impedance values were identified on the pt's scs lead extension ((B)(6)). The physician elected to proceed with surgical intervention to resolve the issue. During the procedure, the physician reportedly pulled too hard on the lead extension causing it to break off inside the ipg header. Both the lead extension and ipg were explanted and replaced. It was noted the procedure was extended by 60 minutes.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.